Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the remstar auto a-flex device that the patient's condition worsened significantly and foam exposure from the device over 11 years. The device has not yet been returned to the manufacturer for evaluation.